Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.

Event description:
During intra-aortic balloon (iab) catheter treatment, the balloon reportedly ruptured after two days. The catheter was removed and another manufacturer's iab catheter was used for an additional 15 days. Based on patient height reported, 155cm, the model imu7f-40 iab catheter with 40mm diameter was too large and not the correct size. Either an imuf7-35 or imu7f-30, with 35mm and 30mm diameter, respectively, should have been used.